Event description:
Additional information has been requested and received stated the lens was not explanted from the patient, and it was still in the eyes of the patient.

Manufacturer narrative:
Additional information was provided in d.6.a, b.5. And h.11. On initial MDR concomitant 2 and 3 were not associate with this report hence removed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported before intraocular lens (iol) implant procedure, the surgeon noticed that the haptic was stuck on the anterior optic of the iol. Surgeon had to remove haptic from the iol optic using two unspecified instruments with no patient involvement. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.